Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 64 mg/dl. It was reported that the customer performed the load fill tubing sequence while connected to the site. Bg was treated with carbohydrates and customer's bg level was monitored. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 198 mg/dl).